Event description:
An implantable cardiac defibrillator (ICD) system was returned to the manufacturer from the device clinic with information noting the patient is deceased. No additional information relating to the patient death was provided. Further review of the manufacturer¿s database indicated the patient died approximately nine months after device system implanted. The cause of death has been requested and not received.

Manufacturer narrative:
Product event summary: (B)(4). The device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. Concomitant : 693565 implantable tachy lead, implanted: (B)(6) 2012; 429688 implantable pacing lead, implanted: (B)(6) 2012; 208 8tc competitor implantable pacing lead, implanted (B)(6) 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.